Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user called for assistance returning to the meal announcement screen after lunch and, upon unlocking the ilet, observed the ¿do you see drops¿ screen and a logged insulin dose of 7.8 units; the user had eaten without announcing the meal and then performed a fingerstick that read 77 mg/dl. Symptoms included hypoglycemia, evidenced by a blood glucose of 77 mg/dl. Outcomes included user education and troubleshooting with no alerts or alarms and no need for emergency care or hospitalization. Investigation included review of user-reported use, blood glucose reading, and device interaction during a support call. Investigation of this case revealed user error related to a missed meal announcement with insulin delivery proceeding as designed, and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error due to failure to announce a meal.